Event description:
During prep of the spiderfx embolic protection device, the capture wire would not retract into the catheter. The catheter was removed and replaced without harm to the patient. Manufacturer response for spiderfx embolic protection device, spiderfx embolic protection device (per site reporter) per report, site reported this to the manufacturer.